Manufacturer narrative:
While performing a review of file cn-255813, it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-00367 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to have a swollen dso seal. To conduct functional testing, an accuracy test was performed. Upon testing, the reported problem was unable to be duplicated. The dso seal will be replaced, and preventative maintenance was performed. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported 'motor maintenance'. There was unknown patient involvement.